Manufacturer narrative:
The reporter states he believes there is a major leak internally with the device. Evaluation summary - the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. When the pressure switch was replaced, the internal leak stopped and the gas leak could no longer be heard. The root cause of the incident was a failed pressure switch.

Event description:
On (B)(6) 2010, a respiratory therapist contacted (B)(6) customer care to report a major leak internally with inomax ds # (B)(4). A gas leak was heard inside the back of the device behind the quick connects. The respiratory therapist stated there was no adverse event or harm to the patient the device was being used on. The device was replaced with another inomax ds and the issue was resolved.